Event description:
It was reported that during a selenia dimensions mammography system, 3d procedure on (B)(6) 2025, the user reports that the system was set to 90 degrees and the system moved on its own. A field service engineer (fse) was dispatched to examine the device and was unable to duplicate the issue but did find that the rear tilt switch was stuck in position. The fse replaced the rear switch to resolve the issue and verified that the system is functioning in accordance with manufacturer specifications. No patient/user injury reported.